Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 6/5/2024

Manufacturer narrative:
(B)(4),

Event description:
It was reported that the pediatric patient experienced an adverse event. On (B)(6) 2024, the sensor fell off and the patient experienced hyperglycemia with stomachache. The patient was not wearing the dexcom sensor since the sensor fell off. It was not documented how long the patient noticed the sensor fell off or when she started having symptoms. The patient was taken to the hospital and took a blood glucose reading of 500 mg/dl, which was no continuous glucose monitoring readings, as the patient was not in active sensor session that day. At the hospital, the patient was treated with fluids (no information about route). The patient was discharged after a day. At the time of the report the patient had recovered. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.